Manufacturer narrative:
Unit passed the rewind basic occlusion test, prime/delivery test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected check setting alarms or pumps resetting anomaly noted. Unable to perform unexpected restart alarm error test due to motor error alarms. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained end cap sticker.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 154 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.